Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) underwent a replacement procedure as the device was no longer functional. Upon surgery, fluid loss was identified. All components of the existing aus were removed and replaced with a new device. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The balloon component was visually and microscopically examined, and tested for leaks. A balloon tear, consistent with material fatigue, was identified in the shell at the sphere adapter junction. The balloon was not functionally tested due to the confirmed damage. The cuff component was visually and microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the cuff. The pump component was visually and microscopically examined, and tested for leaks. Visual inspection of the pump identified tissue/ blood contamination. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. And the pump was not functionally tested due to the confirmed malfunction with the balloon component. The balloon leak identified via analysis confirmed the fluid leak observed clinically.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) underwent a replacement procedure as the device was no longer functional. Upon surgery, fluid loss was identified. All components of the existing aus were removed and replaced with a new device. There were no patient complications reported.